Manufacturer narrative:
(B)(4). Batch #: unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the reload broke in the stapler. Surgery was delayed by thirty minutes however surgery was successfully completed. There was no patient consequence.